Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse trying to start therapy on a patient. The arctic sun device kept alarming 01/02 low flow. Confirmed they have four large pads, and a universal pad connected. Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control, initially water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7.8 psi, circulation pump command (cpc) was 93 percentage, system hours were 8,473, and pump hours were 8,055. Explained it might be the circulation pump starting to go bad, after a few minutes water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, and circulation pump command (cpc) was 64%. Had nurse straighten pad tubing, no kinks or bends. Informed nurse to reconnect pads holding only the blue tubing and not the clear plastic clamps. Confirmed the +/- and blue and white side could connect either way. With pads connected, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -4psi, circulation pump command (cpc) was 100 percentage. Had nurse disable manual control and try restarting therapy, after a few minutes water flow rate (wfr) was 2.7 l/min. Encouraged nurse to call back with any issues.

Event description:
It was reported that the nurse trying to start therapy on a patient. The arctic sun device kept alarming 01/02 low flow. Confirmed they have four large pads, and a universal pad connected. Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control, initially water flow rate (wfr) was 2.4l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 93 percentage, system hours were 8,473, and pump hours were 8,055. Explained it might be the circulation pump starting to go bad, after a few minutes water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, and circulation pump command (cpc) was 64%. Had nurse straighten pad tubing, no kinks or bends. Informed nurse to reconnect pads holding only the blue tubing and not the clear plastic clamps. Confirmed the +/- and blue and white side could connect either way. With pads connected, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -4psi, circulation pump command (cpc) was 100 percentage. Had nurse disable manual control and try restarting therapy, after a few minutes water flow rate (wfr) was 2.7 l/min. Encouraged nurse to call back with any issues. Per follow up information received via task on 13mar2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Confirmed they have four large pads, and a universal pad connected. Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control, initially water flow rate (wfr) was 2.4l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 93 percentage, system hours were 8,473, and pump hours were 8,055. Explained it might be the circulation pump starting to go bad, after a few minutes water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, and circulation pump command (cpc) was 64%. Had nurse straighten pad tubing, no kinks or bends. Informed nurse to reconnect pads holding only the blue tubing and not the clear plastic clamps. Confirmed the +/- and blue and white side could connect either way. With pads connected, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -4psi, circulation pump command (cpc) was 100 percentage. Had nurse disable manual control and try restarting therapy, after a few minutes water flow rate (wfr) was 2.7 l/min. Encouraged nurse to call back with any issues. Per additional information received, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.